Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment regarding the defective printer. The keyboard was not recognized; error 300; determined to be a mpu (micro processor unit) board related issue. Upper and lower bullets were found to be worn/missing. Left keyboard hinge was broken. The tip of the stylus was bent and the stylus was not working correctly. The bezel has a minor damage at the stylus bay, considered acceptable. The mpu board was replaced. Upper and lower bullets were replaced. Left keyboard hinge was replaced. Stylus was replaced. Bezel assembly was patched. Printer was replaced. Touchscreen was calibrated. Software was reinstalled and updated. Device was cleaned. Passed all final functional and system tests. Passed electrical safety tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was not working. It was further reported the programmer was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.